Event description:
While lifting a resident out of bed, using a viking l pt lift the cna reported that the scale adapter broke and pt dropped onto the bed. Site investigation is on going and once report has been finalized, results will be forwarded